Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6003384 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6003384 was manufactured according to the work instruction (wi) version 77 and packaging in the multivac m12 on 18-sep-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: assembly of the lot 3j01641 was manufactured according to the wi version 26 and assembled in the quickset line, on 11-sep-2023, with a total of (B)(4) units. The sub-assembly: assembly of the lot 3j01237 was manufactured according to the wi version 26 and assembled in the quickset line, on 18-sep-2023, with a total of (B)(4) units. The sub-assembly: assembly of the lot 3j01238 was manufactured according to the wi version 26 and assembled in the quickset line, on 19-sep-2023, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 3j00248 was manufactured according to the wi version 14 and manufactured in the line mp04, on 08-sep-2023, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 3j02371 was manufactured according to the wi version 39 and manufactured in the line mp04, mp05 and mp08, on 16-sep-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that on (B)(6) 2025, patient faced insulin flow blocked alarm event on first day of insertion. The blockage was in the tubing. No further information available.